Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right atrial lead exhibited episodes of noise. No intervention was performed as the patient will continue to be monitored. The patient's condition was stable throughout the event.

Event description:
New information received notes that the patient's atrial lead was explanted.

Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Final analysis did not find any indication of conductor fractures however an internal short was noted between conductor paths due to the inner insulation damage consistent with procedural damage. No other anomalies were detected.